Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the reservoir and tubing had air bubbles. It was stated that the bubbles occurred 12 hours after filling. The blood glucose level at the time of the incident was 130 mg/dl. Troubleshooting was performed; customer is following the proper filling process, no insulin leaks were found and insulin was at room temperature. The product will not be returned for analysis.